Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 7mm. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 310 and heparin was given. Before pre-dilation, a complete heart block was noted in the patient and a temporary pacemaker was left in place. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.5mm and left coronary cusp (lcc) was 3.6mm. The heart block was persistent at the end of the procedure and a dual chamber permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.